Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess). It was reported that the software became unresponsive and then turned off. It was able to be turned back on and the procedure was finished. Delay information is unknown. There was no reported impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later noted from the site that the device that was required to perform the surgery malfunctioned while the patient was in pre-op holding. Tech support was called and the device was found to be completely nonfunctional. The system did not shut down by power, but an internal system error.